Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day after a device related procedure, the right ventricular (rv) lead triggered alerts for out of range (oor), undefined high pacing impedance, rv defibrillation coil impedance, and superior vena cava (svc) defibrillation coil impedance measurements. It was further reported via follow-up, that the source of the problem was a device header issue. A revision was performed to reconnect the rv lead into the cardiac resynchronization therapy defibrillator (crt-d) header. The crtd and rv lead remains in use. No patient complications have been reported as a result of this event.